Event description:
The user facility reported their unit was leaking steam. The steam filled the room and set off the fire alarm dispatching the fire department. No evacuations were required. Instruments present in the unit were reprocessed before use in patient procedures. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Prior to the event, the facility's maintenance department noticed a small leak from the facility's water supply line. The maintenance department shut off the water supply to the 16" century vac and inadvertently opened the emergency exhaust valve located on the 16" century vac sterilizer. A hospital employee then initiated a sterilization cycle without realizing the water supply to the unit had been shut off and the emergency exhaust valve was open. Once the cycle was initiated steam leaked from the emergency exhaust valve into the operator's working area. The cycle was cancelled and the fire department was dispatched to the facility. A steris service technician arrived at the facility, inspected the sterilizer and confirmed the water to the unit was turned off and the emergency exhaust valve was open. The steris technician confirmed the leak in the water supply line was repaired by the facility's maintenance department. In addition, the steris technician addressed the location of the emergency exhaust valve with the maintenance staff and hospital employees and noted that the valve should not be opened when performing a sterilization cycle. The unit was installed in (B)(4) 2011 and is not under a steris service contract. No further issues have been reported.